Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.d4 serial number has been updated as it was inadvertently omitted from the initial MDR report.

Event description:
The customer reported that on (B)(6) 2020, the adc freestyle libre 2 sensor did not alarm when glucose was low. The customer subsequently lost consciousness and was in a coma for ¿45 minutes¿. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and was treated with glucose infusion intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that on (B)(6) -2020, the adc freestyle libre 2 sensor did not alarm when glucose was low. The customer subsequently lost consciousness and was in a coma for ¿45 minutes¿. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and was treated with glucose infusion intravenously. There was no report of death or permanent injury associated with this event.